Event description:
It was reported that the patient had sought medical assistance, from the paramedics, for hypoglycemia. The patient's blood glucose levels declined to 36 mg/dl, while wearing the pod for an unknown duration. There were no other reported symptoms. The patient was treated with intravenous sugar.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic assistance and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.